Event description:
Customer reported a past high blood glucose (bg) event, with the exact bg level unknown as it displayed simply as "high." Cause was not known. To address the high bg, the customer changed the infusion set and cartridge. Customer declined additional assistance but was advised by cts to consult with a healthcare professional to discuss potential factors affecting their bg levels.